Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system secondary medication set ran dry and pulled air into the main line. The set was used with a non-baxter primary set and non-baxter infusion pump. It was further reported that the pump displayed an alarm once air reached the sensor on the pump. This issue occurred during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.